Event description:
Info received from the field does not address the pt's clinical status but notes a fluroscope image showing lead damage. No impedance anomalies or noise observed. The physician di not feel pt injury was a concern and therefore the lead remains implanted.